Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim valve cracked in surgeon's hand right out of the box. The procedure was completed with a replacement product available. No patient injury reported and the event did not led to surgical delay.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation: review of the history device records conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was 100mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to when handling valve a cracking noise was noted, but no functional issues or brakes in the silicone housing were noted during the investigation.